Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of a catheter extension set was inverted and leaked. This occurred when a lever lock was removed from the connection and during patient use. The set had been in use for one week. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection was performed and a visual defect was noted on the inverted septum at the interlink y-site below the female luer lock adaptor. The swage height of the interlink y-site was verified and met specifications. The septum was then removed from the y-site. A complete slit was observed on the septum. The diameter of the septum was the measured and was determined to meet specification. Functional testing was performed and the device failed. The cause was not able to be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.